Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensors alerted calibration error and change sensor alarm. The blood glucose reading is 256 mg/dl. The sensors will be replaced. Nothing further reported.